Manufacturer narrative:
Review of radiographic images show ap and lateral views that are provided. It shows a construct from l4 to the iliacfor an isthmic spondylolisthesis. There is profound degenerative disease present. No evidence of rod or screw fracture is evident to support the claims made regarding this patient. Analysis of the returned device shows that visual review confirms rod breakage. Optical examination of the fracture surfaces identified severe damage and smearing. No additional information can be obtained to the on fracture surfaces due to the extent of the implant damage. Dimensional inspection of rod confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw and rod were broken thus causing the patient pain. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Review of radiographic images show a legacy rod has broken. There are ap and lateral views that are provided. It shows a construct from l4 to the iliac for an isthmic spondylolisthesis. There is profound degenerative disease present.